Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during the procedure, the patient had cardiac arrest due to no reflow and intra-aortic balloon (iab) had a malfunction with presence of blood in the helium line. As a result, the iab was removed. There was a report of patient death; dr. (B)(6) concluded that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The reported lot number was incomplete, therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during the procedure, the patient had cardiac arrest due to no reflow and intra-aortic balloon (iab) had a malfunction with presence of blood in the helium line. As a result, the iab was removed. There was a report of patient death; dr.(B)(6) concluded that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the patient had cardiac arrest due to no reflow and intra-aortic balloon (iab) had a malfunction with presence of blood in the helium line. As a result, the iab was removed. There was a report of patient death; (B)(6) concluded that the device did not cause or contribute to the patient's death.